Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak); patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation. The aortic diameter was 21-25 at the renal arteries. The patient presented at a routine follow-up. It was reported that a recent CT revealed that the talent stent graft has migrated distally 37 mm with a type I endoleak. The physician implanted an endurant aortic cuff and the migration and type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.